Event description:
Alleged the brake will disengage from the locked position if the bed is bumped.

Manufacturer narrative:
The hill-rom field tech replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a filed corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.